Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Pin came off the back of the triathlon size 5 4:1 cutting block after cuts had been made and while block was being extracted. Surgeon noticed this as the block was being taken out.

Manufacturer narrative:
Reported event: an event regarding pin disassociation of a triathlon guide was reported. The event was confirmed. Method & results: -device evaluation and results: device was not returned however, an image of the device was provided that shows some blood stains and disassociated peg from the assembly. -medical records received and evaluation: not performed as there was no indication that patient factors contributed to the reported event. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other events for the lot referenced. Conclusions: the investigation concluded that the fixation peg disassociating from the triathlon cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available. Not returned to the manufacturer

Event description:
Pin came off the back of the triathlon size 5 4:1 cutting block after cuts had been made and while block was being extracted. Surgeon noticed this as the block was being taken out.